Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain cycle was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line became inadvertently disconnected from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and the batch review will not be performed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during a drain cycle. The hp stated that she pulled apart the patient line. The technical service representative (tsr) had the hp cycle power to clear the alarm. The hp stated she already capped off. The hp confirmed to complete therapy using manual supplies. The tsr advised the hp to call the registered nurse (rn) in the morning. There was patient involvement; there was no patient injury or medical intervention associated with this event.